Manufacturer narrative:
The complete electrode was returned severed in two pieces. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. (B)(4).

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shocks to the patient due to oversensing of noise. The device was reprogrammed, and the s-ICD remains in service. No adverse patient effects were reported. New information received indicates that despite reprogramming the sensing vector, this device still oversensed noise resulting in inappropriate shocks. The device system was explanted and replaced.